Manufacturer narrative:
The reason for this revision surgery was osteoarthritis and a cyst on/near the patient's right hip. It was reported, "the surgeon found the tissues black, which leads him to suspect metallosis as the cause of it. The implants were in the patient for approximately 4 years 2 months prior to revision. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was returned to djo surgical for examination on 20 april 2015. (B)(4). There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - revision surgery was conducted on the patient's right hip where oa (osteoarthritis) and cyst had been observed preoperatively. The surgeon found the tissues black. The cause could be metallosis.